Event description:
Crrt [continual renal replacement therapy] tubing was primed and connected to pt. Once blood started to pull into the tubing, there was a manufacture defect in the green and yellow lines that caused air to be pulled into the filter. Additionally, the blue clip at the top of the filter was cracked. Blood was returned and tubing was sequestered. Lot: 5078022.